Event description:
The customer's parent reported via phone call that the insulin pump alarmed with a button error, after customer was disconnected from the device during a shower. Customer's blood glucose was not recalled. No significant events leading to the alarm were reported. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly, and no button error alarms were noted. However, corroded keypad traces were noted. The pump also had a cracked reservoir tube lip, a cracked display window, minor scratches on the display window, a missing end cap sticker, and a cracked case near the display window corners.